Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, UDI number), are unknown; no information provided to date.

Event description:
It was reported that a pump was alarming no disposable clamp tubing. Silenced the pump, reviewed the settings and closed clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Removed cassette again and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette, opened clamp and started the pump. Pump was running. There was no patient injury reported.